Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and helix mechanism issue resulting in failure to extend the helix. Flouroscopy was performed and revealed a dislodgement of the rv lead. The rv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.